Event description:
During failure investigation, the failure investigation engineer found that the unit failed and logged error codes that indicated a spi bus failure. There was no patient involvement.